Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2208-50, serial number: (B)(4), batch/lot number: 177565/177047, model/catalog description: st linear lead 50cm. A review of the manufacturing documentation for the ipg and the leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.